Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) bipolar lead impedance was low and a warning triggered. Unipolar impedance was higher and unipolar threshold was better as well. The lead was switched to unipolar pacing and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.